Event description:
The account alleged the bed exit was not functioning. No patient impact.

Manufacturer narrative:
The technician checked the bed exit system and found the bed was functioning as designed, no repair needed.